Event description:
Patient underwent lasik to correct myopia in both eyes in 2004 on the ladarvision 4000 excimer laser. His medical record number will allow ready identification of the patient and surgery date; note he will have at least 2 and possibly 3 non-duplicated medical records at the laser facility and two clinical facilites. The procedure resulted in markedly irregular astigmatism in the right eye as seen on topography. The temporal half of the cornea is underablated with a 2 diopter power transition within the pupillary space. This patient's findings are significant in the setting of other patients suffering a similar topographic outcome when treated on the same laser.